Event description:
During index procedure, one endeavor sprint rx drug-eluting stent (3.50 x 12mm) was implanted to the mid lad (ref MFR# 2953200-2010-02145) and one endeavor sprint rx drug-eluting stent (2.75 x 24mm) was implanted in the mid lcx. Pt was asymptomatic at 30 day, 6 months and 1 year follow-up. Acute stemi is reported to have occurred approximately 1.5 years post implant of relevant stents. Occlusion of proximal lad was confirmed. Revascularization of prox lad was performed (stenting) approximately 16 months post index procedure. Investigator states that event was not related to study stent or study procedures. Revascularization of proximal rca with stenting was also performed approximately 2 weeks later. Investigator states that event was not related to study stent or study procedures.

Manufacturer narrative:
(B)(4). Eval: results: (myocardial infarction, revascularization).